Event description:
Dome detached during traction removal. Detached portion was removed endoscopically. Incident occurred twice in a row. No vinegar was used. Administration: pranlukast hydrate, furosemide, sodium valproate, sodium ferrous citrate. Indwelling period is about 5 months.